Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4). Manufacturing date: jan 10, 2019. Expiration date: jan 01, 2029. Part number: 04.037.245s, 12mm/130 deg ti cann tfna 235mm / left- sterile. Lot number: h804294 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071309 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Scn 15873 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿replaced due to cut-out¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review aug 28, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for re-operation to replace the tfna implants with bipolar hip arthroplasty (bha) on (B)(6) 2020. Originally, the patient had orif surgery for left femoral trochanteric fractures by using the tfna implants on (B)(6) 2020. On (B)(6) 2020, it was confirmed that cut-out had occurred. During the re-operation, due to relied too much on extramedullary reduction. As a result, central bone fractures were protruded too much. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screws (part # unknown, lot # unknown, quantity #: 1 ). Unk - end caps: tfna (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 12mm/130 deg ti cann tfna 235mm/left - sterile. This is report 2 of 2 (B)(4).